Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00752. The patient (B)(6) is a participant in a clinical trial for occipital nerve stimulation (off-label). It was reported the patient's recharge burden for the ipg is too great. The patient is reportedly receiving effective therapy relief but high program settings are required to achieve this outcome. A recent diagnostic test found both low and high impedance readings for the patient's leads. Radiograph imagery was taken for further interrogation revealing lead pull out from the extension header. Based on this information, two reports are being submitted. The first report is for the extension and the second report is for the lead(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.